Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation a ventilator inoperative alarm condition was observed. The device's blower was replaced to address the issue. Additionally, a service required alarm indicating the detachable battery was not charging was observed. This would not affect therapy as the device would run off of the internal battery or ac power. The device's particulate filter and air inlet foam filter were replaced per preventive maintenance protocol. The device was tested and passed all final testing.